Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l2-l5 lumbar fusion. A schanz pin was placed in the left psis and a bone mount bridge was to mount the surgical system to the patient. The guidance system was used to pre-drill all of the pedicles. The manufacturer representative believed that proper placement was achieved with the drill. The surgeon attached a tubular retractor system to the bed and completed the interbody placement. At this point, the surgeon believed a patient shift may have occurred. After placement of the interbody, the surgeon moved onto placement of the screws using the guidance system. After the first screw at right l2 was placed, a c-arm image was taken and the screw was found to be lateral and superior by 5 mm. A new snapshot was taken and they verified with the passive planar that they were on the patient anatomy that was recognized. The surgeon decided to skip l2 and go to l3. The l3 screws were placed and confirmed to be accurate with imaging. A screw was then placed at l4 and the screw was lateral by an unknown amount. The screw was taken out. The surgeon used the system to place a screw at l5, but the location could not be confirmed due to being unable to get a good image. The surgeon decided to abort the use of the guidance system and complete the procedure freehand. There was no patient harm and the procedure was delayed less than an hour.